Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance and low sensing. The ra lead was not used and replaced during procedure on (B)(6) 2024. There were no patient consequences.